Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated the device was exposed to moisture while it was raining heavily and the keypad is unresponsive. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was received with moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.